Manufacturer narrative:
(B)(4). Device evaluation: the analysis results showed that the tx30g cartridge arrived with no apparent damaged. The reload was received fully loaded with staples. The cartridge was tested for functionality with a test device and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The event described could not be confirmed as the device performed without any difficulties noted. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: did the device lock out and could not be fired at all? It was impossible to fire the device, there were no staples inside the reload. This is what the surgeon claimed. Was the trigger advanced with no staples deployed? Yes.

Event description:
It was reported that when the surgeon was performing a lobectomy, while using the device and during firing he claimed that staples in the reload did not come out. There were no patient consequences reported.